Manufacturer narrative:
Updated fields: b4, e1, e2, e3, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) states, disassembly inspection revealed that the compression pump motor was locked and the compression pump could not start. The compression pump needed to be replaced. The fault was discovered during pre-use testing and the machine was not used on patients. Pre-use testing revealed abnormal noise from the compression pump. Fse went to the site for inspection and found that the compression pump could not start and was locked. The compression pump was replaced and the equipment passed the pre-use inspection. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected field: g2 (report source).

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) during pre-use testing, the unit displayed alarm #50 and noise ocurred after powering on. Disassembly revealed the compressor motor was locked, preventing the pump from starting and requiring replacement. This unit was discovered during pre-use testing and has not been used on patients. No harm.